Manufacturer narrative:
The jpvad registry team furnished no clinical details on the reported cva. The causality between impella use and the cva can not be determined with known information. No root cause is possible. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support in 10/2022. The support was for 7 days when explanted and patient survived. Later in 12/2022 the jpvad registry noted an ischemic/embolic cva had occurred on day 6 of the support.